Manufacturer narrative:
Discrepant negative reaction in antibody identification for one proficiency sample containing an anti-e(rh3) antibody. The root cause could not be determined. No general product failure is identified. No biased result was reported to the proficiency supplier. No patient was harmed. (B)(4)

Event description:
Ortho has observed what was described as a discrepant negative reaction in antibody identification for one proficiency sample using the ortho biovue system in conjunction with their ortho vision biovue analyzer. Date of event: (B)(6) 2021 complainant/complaint reporter: (B)(6)¿ ortho senior scientist reported on 31 march 2021 by (B)(6) to ortho care helpdesk reagents: ortho biovue system ahg anti-igg cassette lot igc096h expiry date 07 june 2021 (manufactured 10 october 2020) 0.8% resolve panel c lot 8rc366 expiry date 11 may 2021 (manufactured 23 february 2021) ortho biovue system neutral cassette lot nec033f expiry date 31 august 2021 (manufactured 05 september 2020) 0.8% resolve panel c lot 8rc365 expiry date 13 april 2021 (manufactured 26 january 2021) 0.8% biovue screen lot bvs364 expiry date 14 april 2021 (manufactured 21 january 2021) software version: 5.12.8 proficiency exercise information: (B)(6) exercise 21e3; distribution date: 22 march 2021; closing date: 01 april 2021 four patient samples are provided for antibody screening/identification. From (B)(6) exercise summary report: patient 1 - anti-d: titre 16 vs. R1r cells patient 2 - anti-d+e: anti-d titre 2 vs r1r cells and anti-e titre 1 vs r''r cells patient 3 - inert patient 4 - anti-d: (B)(6) 'standard', titre 0 vs. R1r cells titres obtained by tube liss suspension in the (B)(6) laboratory on the closing date an ortho personnel reported that on (B)(6) 2021, patient sample 2 from (B)(6) proficiency exercise 21e3 was tested for antibody screening in the indirect antiglobulin test (iat) and enzyme method using 0.8% biovue screen lot bvs364, ortho biovue system ahg anti-igg cassette lot igc096h and ortho biovue system neutral cassette lot nec033f in conjunction with their ortho vision biovue analyzer and that they had obtained: - positive reactions (2+ reaction strength) with cells 1 and 2 and a negative reaction with cell 3 of the red cell reagent in iat - positive reactions (3+ reaction strength) with cells 1 and 2 and a negative reaction with cell 3 of the red cell reagent in ficin-enzyme technique. The ortho personnel reported that on the same day, patient sample 2 from (B)(6) proficiency exercise 21e3 was tested for antibody identification in the indirect antiglobulin test (iat) and enzyme method using 0.8% resolve panel c lot 8rc366, the same lots of ortho biovue system ahg anti-igg cassette and of ortho biovue system neutral cassette and the same analyzer and that they had obtained: - positive reactions (2+ reaction strength) with cells 1, 2, 3 and 4, a positive reaction (1+ reaction) with cell 11 and negative reactions with the other 6 cells of the red cell reagent in iat - positive reactions (3+ reaction strength) with cells 1, 2, 3, 4, 6 and 11, and negative reactions with the other 5 cells of the red cell reagent in ficin-enzyme technique. The ortho personnel reported that the laboratory operator had concluded to the presence of an anti-d(rh1) antibody and of an anti-e(rh3) antibody reacting in enzyme technique only. On (B)(6) 2021, the ortho personnel requested additional testing due the unusual presence of multiple anti-d(rh1) antibodies in the samples provided (3 of 4 (B)(6) samples). The ortho personnel reported that on (B)(6) 2021, patient sample 2 from (B)(6) proficiency exercise 21e3 was re-tested for antibody identification in the indirect antiglobulin test (iat) and enzyme method using 0.8% resolve panel c lot 8rc365, the same lots of ortho biovue system ahg anti-igg cassette and of ortho biovue system neutral cassette in manual method and that they had obtained: - positive reactions (2+ reaction strength) with cells 1, 2, 3, 4, 6 and 11 and negative reactions with the other 5 cells of the red cell reagent in iat - positive reactions (3+ reaction strength) with cells 1, 2, 3, 4, 6 and 11, and negative reactions with the other 5 cells of the red cell reagent in ficin-enzyme technique. The ortho personnel reported that on the same day, patient sample 2 from (B)(6) proficiency exercise 21e3 was re-tested for antibody identification in the indirect antiglobulin test (iat) and enzyme method using cell 6 of 0.8% resolve panel c lot 8rc366, the same lots of ortho biovue system ahg anti-igg cassette and of ortho biovue system neutral cassette in manual method and that they had obtained: - a positive reaction (0.5+ reaction strength) in iat - a positive reaction (3+ reaction strength) in ficin-enzyme technique. The ortho personnel reported that they were able to identify a mix of anti-d(rh1) and anti-e(rh3) antibodies. The ortho personnel said that no biased result had been reported to the proficiency supplier. The ortho personnel reported that no patient was harmed as a result of the reported event.